Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. Insertion site was at abdomen. Event occured within three hours of insertion. Patient replaced infusion set and resumed insulin successfully. No further information available.